Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient experienced a syncopal episode at home and was transported to the emergency department via ambulance. During the ride, it was observed that the patient's heart rate was slowed at 35 bpm. Upon arrival at the hospital, the implanted device was interrogated, and a right ventricular (rv) lead safety switch was noted. There was evidence of loss of capture at max out during bipolar threshold testing, as well as rv oversensed noise. It was suspected that either loss of capture and/or oversensed artifacts resulting in pacing inhibition were responsible for the patient's syncopal episode. Additionally, the physician hypothesized that the rv lead was exhibiting signs of potential insulation damage and a conductor fracture. The rv lead was programmed to unipolar mode, where it was noted to be functioning appropriately. A surgical revision procedure will likely be performed to replace the lead. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced a syncopal episode at home and was transported to the emergency department via ambulance. During the ride, it was observed that the patient's heart rate was slowed at 35 bpm. Upon arrival at the hospital, the implanted device was interrogated, and a right ventricular (rv) lead safety switch was noted. There was evidence of loss of capture at max out during bipolar threshold testing, as well as rv oversensed noise. It was suspected that either loss of capture and/or oversensed artifacts resulting in pacing inhibition were responsible for the patient's syncopal episode. Additionally, the physician hypothesized that the rv lead was exhibiting signs of potential insulation damage and a conductor fracture. The rv lead was programmed to unipolar mode, where it was noted to be functioning appropriately. It was noted that recently, the physician surgically capped and abandoned this lead, and a right-sided pacemaker system was subsequently implanted to resolve the event. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient experienced a syncopal episode at home and was transported to the emergency department via ambulance. During the ride, it was observed that the patient's heart rate was slowed at 35 bpm. Upon arrival at the hospital, the implanted device was interrogated, and a right ventricular (rv) lead safety switch was noted. There was evidence of loss of capture at max out during bipolar threshold testing, as well as rv oversensed noise. It was suspected that either loss of capture and/or oversensed artifacts resulting in pacing inhibition were responsible for the patient's syncopal episode. Additionally, the physician hypothesized that the rv lead was exhibiting signs of potential insulation damage and a conductor fracture. The rv lead was programmed to unipolar mode, where it was noted to be functioning appropriately. It was noted that recently, the physician surgically revised this lead to resolve the event. It is currently unknown whether the lead was capped or explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes).